Manufacturer narrative:
(B)(4).

Event description:
It was reported the monitor began alarming and the arterial waveform was flat. The rn noticed patient bleeding from the arterial line and the arterial extension tubing had cracked after patient reported he had just moved to scratch his head. The tubing/connection was changed and re-dressed. The patient's vital signs remained stable. No further complications noted. The patient's condition is reported as fine.

Event description:
It was reported the monitor began alarming and the arterial waveform was flat. The rn noticed patient bleeding from the arterial line and the arterial extension tubing had cracked after patient reported he had just moved to scratch his head. The tubing/connection was changed and re-dressed. The patient's vital signs remained stable. No further complications noted. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and several findings were identified. Without the device to evaluate, it cannot be determined whether these findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the monitor began alarming and the arterial waveform was flat. The rn noticed patient bleeding from the arterial line and the arterial extension tubing had cracked after patient reported he had just moved to scratch his head. The tubing/connection was changed and re-dressed. The patient's vital signs remained stable. No further complications noted. The patient's condition is reported as fine.